Event description:
Pt venous needle dislodgement occurred without an alarm during treatment on a system 1000 hemodialysis machine. Approx two hours into the treatment, the pt was found unresponsive with the chair and floor saturated with blood. It was reported that the pt lost approx 2l of blood. There were no alarms or indicaitons of a device problem. When found, the pt had no pulse, no blood pressure, and was in cardiopulmonary arrest. CPR was initiated, the pt was intubated and received three units of packed red blood cells. The pt was then transferred to the intensive care unit (ICU) on a ventilator. In the ICU, the pt received an additional two units of packed red blood cells. The pt was discharged in stable condition on an unknown date.